Event description:
I had been hospitalized three times within the year 2020. The medical team was unable to identify the problem, other than a rapid heart rate, chest pain. Poor inhalation. On (B)(6) 2020, I had a severe stroke on the left side of my brain, three centimeters in diameters. I was rushed to the hospital; given "clot buster" medication, and helicopter ride to (B)(6) hospital where I stayed for one week, then eight days in inpatient rehabilitation; six weeks in outpatient rehabilitation. A loop recorder was placed in my left breast to monitor for any arrhythmias. The stroke was defined as a cryptogenic stroke, meaning that it had no noted origin. My husband had a philips CPAP machine. He had extreme pulmonary deficit and developed a heart condition. He died in 2017. Too many test with high and low test ranges to elaborate.